Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the video generator board on user interface which corrected power up issue. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) display was just spinning on power up. No patient involvement reported. No adverse event reported.